Manufacturer narrative:
The reported event was confirmed as cause unknown. Received one catheter for evaluation. Visual inspection noted an irregular balloon burst. No pieces of the sac were missing. However, a weak spot was observed. Water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon. There were no missing pieces, or injuries reported. This event occurred 10 days after placement.

Manufacturer narrative:
Received one catheter. The reported event was confirmed. Visual inspection noted irregular balloon burst. No pieces of the sac were missing, and weak spot observed. Water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon. There were no missing pieces, or injuries reported. This event occurred 10 days after placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon. There were no missing pieces, or injuries reported. This event occurred 10 days after placement.